Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor or transmitter failed occurred. No product was provided for evaluation. Data was evaluated and the allegation of transmitter failure was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.